Manufacturer narrative:
On the literature article named "a pilot trial of bordered polyurethane dressings, tissue adhesive and sutureless devices compared with standard polyurethane dressings for securing short-term arterial catheters.", the authors of the study reported that, during arterial catheter treatment with iv3000 dressing and blue histoacryl (b braun), 3 patients from the ta group had adhesive residue during the removal of the dressing the device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. As no lot number was provided it was not possible to carry out a device history review. A complaint history review revealed a similar instance of the reported event in the last 3 years. A clinical assessment determined that without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The reported event is mitigated within the risk files with no update required. Probable root cause is incorrect skin preparation, incorrect application or removal of dressings or too infrequent dressing changes. The users of the reported product are advised to consult the IFU, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including application and removal of dressings, skin preparation prior to use and advice on frequency of dressing changes. This investigation is now complete, with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
On the literature article named "a pilot trial of bordered polyurethane dressings, tissue adhesive and sutureless devices compared with standard polyurethane dressings for securing short-term arterial catheters.", the authors of the study reported that, during arterial catheter treatment with iv3000 dressing and blue histoacryl (b braun), 3 patients from the ta group had adhesive residue during the removal of the dressing. It is unknown if the residue was from the iv3000 dressing or the competitor's component. Additional details are unknown. Patients outcome is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).